Event description:
It was reported the sideport separated from the hub during the case.

Manufacturer narrative:
One 8f fast-cath introducer was received for evaluation with the extension tube assembly detached from the side port of the introducer. A blood-like substance was present on the returned items. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. In conclusion, visual inspecion of the returned introducer revealed the extension tubing detached from the side arm port. Corrective action was initiated to investigate sidearm detachments. The current bonding process has been updated and validated to prevent recurrence. This device was manufactured prior to implementation of the corrective action.